Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the poste paced t-wave oversensing was noted on the implantable cardioverter defibrillator. The patient was asymptomatic. The device was reprogrammed. The patient was stable.